Event description:
Caller reported a malfunction on the pump, identified as code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer had experienced the same issue at least three times before. Although technical support intended to replace the pump, they were informed that replacement was not possible due to the specific serial number restrictions.